Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿suffered from capsular contracture,¿ baker grade unknown, ¿left breast pain,¿ ¿left arm and chest burning,¿ ¿discomfort,¿ ¿suffered debilitating physical pain¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of developing bia-alcl,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety, ¿ and loss of quality of life.¿

Event description:
Patient representative reported patient ¿suffered from capsular contracture,¿ baker grade unknown, ¿left breast pain,¿ ¿left arm and chest burning,¿ ¿discomfort,¿ ¿suffered debilitating physical pain¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of developing bia-alcl,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety, ¿ and loss of quality of life.¿ patient representative also reported patient experienced ¿disability,¿ ¿brain fog,¿ ¿migraines and an increase in blood pressure,¿ ¿fatigue,¿ ¿depression¿ and nausea-ndr: ¿nausea;¿ these events are not related to the device. Device was explanted. This record is for the left side.